Event description:
On (B)(6) 2014, initial notes: customer's husband called to report customer (B)(6) passed away on (B)(6) 2014. Her cause of death is not known as the autopsy report has not been completed. Name of deceased customer. Date of death: (B)(6) 2014. Aware date (when any employee first become aware of the complaint): (B)(6) 2014. Collect bg at time of death: unk. Document date of last bg recorded in meter or pump: unk. Name of the caller/reporter: (B)(6). Caller's contact info (valid contact no.): (B)(6). Is the caller a health care professional: no. Caller's relationship to the deceased: husband. Device and consumable info: unk. Model/material no: unk. Serial no(s): unk. Approximate lot no(s) of the device(s) involved: unk. Approximate type of glucose meter used by the pt: unk. Details of the event: customer was found dead on kitchen floor, husband discovered customer on kitchen floor when he arrived home. Was pt wearing pump at the time of death: yes. If no, how long was pt off the pump before passing: n/a. Was pt off pump therapy due to illness or did the pt choose to not wear the pump: if no to above, is there another reason why the pt was off pump therapy: if pt was not wearing the pump at the time of death, was the pump removed by emergency workers: doctor's name and phone no.: dr (B)(6). Contact info of other parties involved or knowledgeable about customer's passing: unk. Request that the caller return the pump. Document the caller's response to this request: husband is aware of the request, but unk whether he will be returning the pump. Does the caller wants the pump back after analysis is complete: document response - unk. If yes, advise the caller that it is important to have a functioning battery left in the pump, otherwise, critical data may be lost. Document the caller's agreement to having the functioning battery in place.

Manufacturer narrative:
The pt dies of causes that are not known as yet. The autopsy report is not yet available. The pt was wearing the pump and infusion set at the time of death. No used device has been returned for testing. No lot number was available and therefore the manufacturing records and reference samples could not be inspected.